Manufacturer narrative:
The investigation did not identify a product problem. The cause of the event could not be determined. The event is consistent with a pre-analytical handling issue. As the qc recovery was acceptable, there was no indication for a performance issue of the reagent or instrument. The analyzer alarm trace did not contain any conspicuous event.

Event description:
There was an allegation of a questionable elecsys hcg + beta test system result from the cobas e411 disk analyzer. The initial result was <0.1 miu/ml with a data flag. The repeat results were 31.86 miu/ml with a data flag and 38.44 miu/ml with a data flag. The questionable result was not reported outside of the laboratory. The reagent lot number was 51653900 with an expiration date of 30-apr-2022.